Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with unexpected restart alarms. It was reported that the customer's buttons felt a little spongy but were still functioning. The customer's blood glucose level was reported to be 450mg/dl. It was reported that the customer treated high levels with the pump. Troubleshoot was reported to be conducted, and the device's alarm history showed unexpected restart and external ram crc error. It was reported that the customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to flattened and creased dome switch. No unexpected a17 alarms or a21 alarms noted during our testing. The insulin pump passed pump self test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.